Event description:
The customer stated all the telemetry departments are intermittently giving check leads and signal loss on the (B)(4) - central monitoring system. We called the customer biomed to get further details and he stated that they were not outages of the departments but that it was sporadic and intermittent signal loss. Telemetry will lose signal for 15-30 seconds at a time and operates normally for several days. MFR ref # 8030229-2015-00063.